Event description:
According to the reporter, during the laparoscopic gastric bypass, when connecting the jejunum to the stomach, the circular stapler did not fire staples, and the oral anvil tore a hole in the stomach when being removed after the attempted firing. The surgeon had to staple higher up on the stomach to repair the hole caused by the oral anvil's removal, which created a smaller gastric pouch which was approximately 2-3 cm. The patient had tissue damage/loss on the stomach area. Surgeon then used a 30mm. Purple load to do a side-to-side anastomosis to connect the jejunum to the stomach that remained. The surgeon then used a suture to close the gastrotomy. The physician performed an endoscope to visualize the gastrojejunostomy anastomosis internally, and performed a leak test by filling the abdominal cavity with fluid and checking the anastomosis site for air bubbles. The surgical time was extended for 1 hour and 1 5minutes a a result.

Manufacturer narrative:
Concomitant product: eeaxl2535, eeaxl2535 eea xl 25mm-3.5 sgl use stap, (lot #p3f0086) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.